Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skull fracture. Previously administered products included for an unreported indication: iud/mirena from 2007 to 2010, depoprovera from 2007 to 2008 and birth control pills from 2005 to 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced urinary tract infection ("bladder or urinary problems or changes : uti"), 7 months after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: more moody & meaner/ mood swings"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)/much heavier periods"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches getting more frequent and severe"). On an unknown date, the patient experienced hostility ("hormonal changes describe: more moody & meaner") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (scheduled date: (B)(6) 2019). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, menorrhagia, urinary tract infection, hostility and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hostility, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: new event abnormal bleeding (vaginal) were added. Pt of mood altered updated to mood swings. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.